Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The contact changed the pump's supplies. The customer's blood glucose (bg) level was in the 400 mg/dl range and was addressed with a correction bolus. Bg level was then "fine". As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.